Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a colored image. In addition, a defective charged coupled device was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope, displayed a green image. The issue was found during a therapeutic, laparoscopic procedure. The surgery was completed with a similar device. There were no reports of patient harm.

Event description:
Correction to b5 of the initial report, the customer reported an noisy image and color abnormality on the edge of the screen.

Manufacturer narrative:
Correction to h10 of the initial report, the noisy image was confirmed which is a non-reportable malfunction. However, the customer allegation of the reportable defect of colored image was not confirmed. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reportable event was not confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.